Event description:
The device was used during a colorectal procedure, the device cord would not stay in. Put a new handpiece on and was fine. Handpiece error code was displayed. There was no reported pt consequence.